Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue (B)(6) 2016. Device explant due to ongoing gerd on (B)(6) 2017; device was found with the "anterior aspect of linx stuck to anterior right and left crus". Patient underwent a gastric bypass immediately after device explant and it was reported as "went well". Patient was reported as doing well after explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue (B)(6) 2016. Device explant due to ongoing gerd on (B)(6) 2017; device was found with the "anterior aspect of linx stuck to anterior right and left crus". Patient underwent a gastric bypass immediately after device explant and it was reported as "went well". Patient was reported as doing well after explant.